Event description:
The safety mechanism failed after insertion and the nurse received a needle stick injury.

Manufacturer narrative:
Conclusions - a root cause could not be determined as the sample was not available for the investigation. The device history was reviewed for the reported lot# and no irregularities were noted during the lot's MFR. (B)(4)